Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire service technician performed complete evaluation and testing on the ventilator. External and internal inspection of the vent does not reveal water contamination. Ventilator passed 24 hours of extended test at customer setting without any critical alarm condition and passed initial final test and initial alarm volume test using automated test fixture which test the total functionality of the ventilator with no issues, all reading was within the required specifications. Process ventilator thru service to meet all factory specifications and standards.